Manufacturer narrative:
(B)(6). The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection.

Event description:
Healthcare provider reported "patient that is currently in the ER and might have an infected implant.¿ this is for an unknown side. Device remains implanted.